Event description:
It was reported that the patient presented during follow-up in clinic. It was noted that the patient¿s pacemaker was in backup vvi mode due to magnetic resonance imaging (MRI). The device was found used in an off-label MRI environment. The device was explanted and replaced. The patient was stable in condition.